Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump was received with battery tube threads cracked. Motor passed motor test.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 275mg/dl. The caller stated that the insulin squirted out during the manual prime, and the device alarmed. The caller also stated that the drive support cap was protruded. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.